Manufacturer narrative:
Follow-up #1 date of submission 02/02/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/21/2014 with the following findings:a review of the pump¿s history revealed events related to a power loss issue. Evaluation revealed a battery compartment crack. The battery cap threads were found to be stripped and the battery cap was unable to properly secure to the pump. The battery cap ground spring was found to be detached from the battery cap. Power loss was observed during investigation. A test battery cap was used for further investigation. A 24-hour exercise test was able to be completed successfully without issue with the test battery cap. Unrelated to the complaint, investigation revealed a dim and discolored display screen.

Manufacturer narrative:
Follow-up #2 date of submission 02/02/2014-correction:the following sentence was included in error and should be disregarded: the battery cap ground spring was found to be detached from the battery cap.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump was cracked near the battery compartment and the pump was experiencing power loss and rebooting without user intervention. It was reported that the battery cap was changed over a year ago. It is stated in the user¿s manual to change the battery cap every three to six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.